Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose was 329 mg/dl. The customer was treated with the insulin pump. The troubleshooting was performed for the high blood glucose and under delivery. Customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The auto mode was not active at the time of incident. The customer stated that infusion set cannula was bent. The insulin pump will not be returned for analysis.